Event description:
It is reported that during surgery in 2008, the impactor/extractor cracked. A broken piece was retrieved from the pt.

Manufacturer narrative:
Eval summary: the pad shows fracture damage and is returned broken in two pieces. The device has to function under high impact loads. Normal wear and tear during repeated use appears to be the cause for the reported condition. Only the impactor pad was returned for eval and a portion of the pad is fractured off. No lot number was provided; therefore, device history records could not be reviewed.